Event description:
It was reported that the device was protruding from the skin. It was suggested the device had not been inserted far enough or closed incorrectly with glue. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).